Event description:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device cannot pass the self-test. Available details indicate that the device cannot pass the self-test. Details provided in an update from an email response indicate that asp replaced the device's (B)(4). , defibrillator capacitor assy and the device was successfully returned to service. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a component failure. The faulty component was replaced, and the device was returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.